Event description:
It was reported that the right ventricular (rv) lead was attempted left bundle branch implant due to the anatomy of the patient. While the physician was pulling back the helix was still deployed. Eventually the helix broke of the lead in some part of the septum. The broken portion was unable to be retrieved. No additional adverse patient effects were reported.